Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the rv lead was showing high threshold values. An x-ray was done, but there was no indication of a gross lead dislodgment. On (B)(6) 2019, the physician surgically repositioned the lead to avoid any further complications. No adverse patient effects were reported, and the lead remains in service.